Event description:
It was reported a patient made a mistake and reused equipment during peritoneal dialysis (pd) therapy, which caused peritonitis. The patient was not hospitalized for the event. Two days later, the patient began treatment with an injection (inj) of vancomycin (1 gm, once every 5th day, and IV) and an inj of piperacillin and tazobactam (4.5 gm, twice a day for 14 days, and IV) for the peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was a use error, as the reporter described the reuse of single use supplies. Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.